Event description:
The account alleged that a female staff member was transporting a pt and was having difficulty pushing and steering the stretcher when she felt pain in her back and sought treatment.

Manufacturer narrative:
The technician performed the investigation and the account stated that while transporting a pt the young lady felt she had to force the stretcher to turn and felt a pop in her lower back. The pain progressively got worse and she sought medical treatment in the emergency department. No injury or treatment info provided by the account. The technician was not able to inspect the stretcher because the serial number was not captured and the account did not know which stretcher was involved.